Event description:
I have been using dexcom g5 cgm and then dexcom g6 cgm for more than two years without a problem. My (B)(6) years old daughter has been using dexcom g6 for 1.5 years. In april-may we both started to notice severe skins reactions to cgm adhesive (like burns), and immediately reported it to dexcom support, via phone, via our nurse. They did not acknowledge anything, any change on their side, did not follow up, did not call us back, nothing, except sending another sensor that also burned our skin as well. We tried different skin barriers such as skin tac etc, but it does not help. Something must have changed as we are two different individuals and had no problem at all before starting to use new dexcom sensors batches. FDA safety report ID#: (B)(4).